Event description:
A customer contacted global technical services (gts) regarding a burning smell that occurred on the homechoice (hc) unit during use, while the patient was not connected. The home patient (hp) stated there was a burning smell coming from the cassette door. The technical services representative (tsr) will swap the device. Tsr swapped the homechoice. There was no serious injury or medical intervention reported. On (B)(4) 2012, baxter qs followed up with the home patient's (hp) wife. She stated there was a burning smell coming from the cassette door and the machine has been swapped. She stated the hp is ok and has continued with therapy. They would call the technical service center if they experienced any other problems.

Manufacturer narrative:
(B)(4). The actual home choice device was evaluated and all functional tests were performed as per baxter's required procedures. The device did meet baxter specifications upon arrival, thus repair was not required. The reported condition of burning smell was not confirmed nor duplicated. Visual inspection found no physical damages. The assignable cause of the reported problem was undetermined. An event history review revealed no events that were related to the reported condition. A service history review revealed no previous service events that were related to the reported condition.

Manufacturer narrative:
(B)(4).